Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system, instructions for use as known patient effect of a coronary stenting procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, moderately tortuous, moderately calcified lesion in the mid diagonal coronary artery. Pre-dilatation was performed with an unspecified 2.5x8mm compliant balloon dilatation catheter. After deployment of a 2.75x18mm xience prime stent, a distal edge dissection was noted. A 2.75x12mm xience prime stent was then implanted and successfully treated the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.